Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection of the returned lens was performed. The returned lens was inspected at 10x microscope magnification and revealed that the lens was received cut in two (2) pieces. Surface residuals (debris/particles) compatible with handling the lens were observed on both pieces of the lens. The condition observed in the lens received was consistent with a lens that had been implanted and explanted from a patient's eye as reported. Diopter measurement of the returned lens could not be performed due to the fact the lens was cut in two pieces; which prohibited further investigation of the lens. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) related to the customer claim was generated. A review of the raw material/manufacturing procedures in change control system was done during the period when this production order was manufactured and did not show any change in manufacturing method, inspections, or specifications related to the complaint. The documentation showed that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that an intraocular lens (iol) was explanted in a secondary procedure from the right eye of a patient, owing to bad astigmatism outcome. It was stated that the patient did not like the iol. The iol was replaced with a toric lens. It was further stated that after the explant, the patient was doing very well, with 20/20 vision. No further information has been provided.